Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and for central cranial aneurysm. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and for central cranial aneurysm. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and three months later post filter deployment, computed tomography of abdomen and pelvis was performed to evaluate the inferior vena cava filter. There was a duplicated inferior vena cava with an infrarenal inferior vena cava filter in the right inferior vena cava. This appeared to be a retrievable filter with the hook tilting posteriorly towards the wall. There was no evidence of struts outside the vessel lumen or strut fracture. The physician reviewed the previous computed tomography report and found that the filter was positive for caval perforation. The superior extent of inferior vena cava filter was seen at the mid l2 vertebral body and inferior extent was seen at l3-l4 disc space. A total of 12 prongs have perforated through the inferior vena cava. Maximum distance of prong perforation through inferior vena cava was found to be 2.46 mm. There was a 1.61-degree tilt from right to left and a 5.39-degree tilt from anterior to posterior observed. Therefore, the investigation is confirmed for perforation of the inferior vena cava. However, the investigation is unconfirmed for filter tilt as the medical record states 1.61 degree and 5.39 degree tilt from coronal and sagittal images respectively. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 02/2019), g3, h6(method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.